Manufacturer narrative:
DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release. The product investigation determined that there was a ductile breakage of the core wire, followed by a stretching and subsequent breaking of the insulation due to a pulling force applied to the wire by the physician. The wire was determined to be in specification.

Event description:
During a procedure, the versacross pigtail wire became knotted around a right atrial lead from an implantable cardioverter-defibrillator (ICD) while in the right atrium. The physician was unable to loosen the knot, and pulled back the wire with force. The knot was left behind with the lead. The wire fragment and lead were subsequently successfully extracted from the atrium and the patient was in a stable condition.